Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that she was walking when the infusion set's tubing came off from the quick release while the cannula was still in her. The site location was patient's stomach and the pump was located on the same side in relation to the site. The infusion had been in use for a few days. Reportedly, the infusions were stored in a room. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.